Event description:
A surgeon reported that following intraocular lens (iol) implant surgery metallic material was observed on the lens. Additional info was received from the surgeon, who reported the iol was exchanged.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2012. (B)(4).